Manufacturer narrative:
(B)(4). There was no evidence of fluid or moisture found within the device. Visual inspection of the power cord received with the device found no defects. The direct cause of the reported problem was undetermined. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1999. Return of the device has been requested, however, it has not been received to date. A device history record review was performed which revealed no issues that could be related to the reported event. A service history review and event history log review will be performed. Should any relevant information be obtained from these reviews that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the devices logs revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported event. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the patient death. An external/internal inspection was performed and the device passed. The homechoice (hc) passed all rite (returned instrument test evaluation) functional and electrical testing. The device was determined to meet performance specification requirements per rite testing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death or if an autopsy was performed. No further information was provided. Additional information was requested but is not available.